Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned blade failed the sharpness test with an average breaking force of 8.70 lbf (specification: average 3.5 lbf max). The blade would not have cut properly during the procedure.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade housing stayed extended when the trigger was squeezed and therefore, the blade could not perform any coring. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013 (B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00200. The same patient is represented in each medwatch.